Event description:
It was reported that the patient underwent plif surgery at l1-l5 for stenosis. The patient underwent revision surgery on (B)(6) 2015 for kyphosis resulted from fracture at l1 on the most cranial side.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The product was inserted at l1 level and no implant failure was confirmed.the revision surgery was operated to extend a fusion to t9 -s2ai levels and screws at l1 levels were removed.